Event description:
It has been reported to philips that there were problems with triggering radiation using the wired foot switch. The device was in clinical use at the time of the event. There was no reported patient or user harm. The field service engineer (fse) replaced the wired footswitch, and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. In fact, the customer did not report the issue with the wired foot switch, but a philips field service engineer (fse) noticed radiation triggering issues caused by the wired foot switch in the log file while troubleshooting another issue (system restart itself twice via case 0122881569/pr#4228010) with the same system on the same day. The failure part analysis confirmed that during visual inspection, one anti-slip was missing from the footswitch assembly, but no physical deformation was found. To resolve the issue, the fse replaced the wired footswitch, and the device was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was outside of clinical use when the issue occurred. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.